Event description:
It was reported that a remote transmission indicated undersensing of the p waves on the atrial lead. Programming changes were made and there was no more functional undersensing noted. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.